Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms. Blood glucose levels at the time of the incidents ranged from 300 to 500 mg/dl, which were treated with manual injections. The customer also reported that she recently had surgery and her blood glucose level dropped to 18 mg/dl during the operation. The customer stated that she lost the insulin pump, so troubleshooting could not be performed. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.